Event description:
Complaint rec'd on a medwatch form. Form was sent to mallinckrodt first then sent to customer service, who then sent it to mmj on 7/31. Report states "pt was presented to ER in respiratory distress and was intubated x2 with 7.5 endotracheal tubes by anesthesia. Each time balloon had cuff leak necessitating re-intubation. Third time 8.0 endotracheal tubes used and pt stabilized. Unk if product problem or uniqueness of pt's dentition caused cuff tear from separate lots" info taken from medwatch form.